Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to use error/mishandling.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee arthroscopy, when the pressure is set to 35, the pump decreased the pressure to 10 automatically. It was further noticed that the pump continued to reduce the pressure automatically when the pressure was reset. No further information received. Update dw 04-feb-2025: further information was provided that the surgery was finished successfully with a different pump. Per complaint reporter there was no harm for patient, operator or third party. The customer further reported that an arthrex tubing was used but it is unclear which one.